Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring at 141 ohms. There has been gradual increase in these impedance measurements. Technical services (ts) recommended max energy commanded shock to evaluate further. Boston scientific representative will be discussing with the physician. This rv lead remains in service. No adverse patient effects were reported.